Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged and had high thresholds. The lead was initially going to be re positioned, however during the revision surgery, the physician noted that the lead had some bends in it and the lead had friction to it. The lead was explanted and replaced. No patient complications have been reported as a result of this event.